Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureter dilatation procedure. According to the complainant, the balloon ruptured during the procedure. It was reported that the pressure gauge of the inflator was within 20 atm. The patient's condition at the conclusion of the procedure was reported to be "good." All other information is unknown and reportedly unavailable.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual examination of the returned device revealed that the balloon material was fully deflated. The balloon had a longitudinal tear 31 mm long, located distal to the distal edge of the proximal balloon sleeve. A visual and tactile examination of the catheter shaft of the device revealed no defects. Operational context contributed to this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureter dilatation procedure. According to the complainant, the balloon ruptured during the procedure. It was reported that the pressure gauge of the inflator was within 20 atm. The patient's condition at the conclusion of the procedure was reported to be "good." All other information is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4) for the reported event of "balloon burst."